Manufacturer narrative:
Manufacturing site address is unknown. UDI information is unknown. Premarket (510k) number is unknown. Initial reporter also sent report to FDA is unknown. No information has been provided to date. Operator of device is unknown. No information has been provided to date. A device history record (DHR) is at the supplier. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).

Event description:
It was reported that the nurses and physicians are having difficulties with the insertion of the catheter. No patient injury was reported.